Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: we could not reach a clear conclusion regarding the exact cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects coming out of the distal end (nozzle), the aw (air/water) cylinder(tube) and the(air/water) tube had foreign objects, and the light guide lens had corrosion. There was no patient involvement.